Event description:
Nail broke after an implantation period of approx 1 year. Revision with long gamma nail on 9/21/98. Fracture occurred approx 2 cm below the bore hole for the lag screw. There was no adverse consequence for the pt or delay in surgery or anesthesia time.